Event description:
A 42 yr old white gravida 4 para 4 female status post placement of bilateral subglandular inframammary 305cc dow corning gels on 8-80 for augmentation. She denies decrease in size or history of trauma except for closed capsulotomy early after. She complained of firmness and pain as well as changing shape and ptosis. She feels tender lumps and is concerned about rupture. In addition she has developed progressive systemic symptoms diagnosed as "fms". These are disabling and include: arthralgias (positive morning stiffness) myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep distrubances, sore throats, low grade fevers, hot flashes, temporomandibular joint disease, dizziness, memory loss, dry nose, sensitivity to sun, shortness of breath/chest pain, weight gain and gastrointestinal disturbances. Pt is otherwise healthy.